Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr found that the frequency was drifting and the knob was loose and would not go higher than 14.7. The fsr adjusted the knob and the frequency reached 15. The fsr ran the operational verification procedure (ovp) and the unit passed all tests. The unit meets manufacturer's specifications.

Event description:
The customer reported that the frequency setting is drifting from 10 to 13 and is not stable. There was no patient involvement associated with this reported issue.